Event description:
It was reported that, following implantation of the implantable neurostimulator, the pt left the hosp and the device would not respond using the pt programmer. Some electromagnetic interference (emi) had been encountered. A power on reset (por) message received. The device was not near the end of life (eol). The healthcare provider (hcp) was to reprogram the pt's device. No pt symptoms or outcome were provided. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).